Manufacturer narrative:
(B)(4). Batch # unk. Additional information: this is an analysis of two photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a tyvek from top view with a label, (B)(4), lot: e21120007. The second photo shows a blue reload and the reload pan was noted partially dislodged. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number of e21120007, and no non-conformances were identified. Date of mfg.: dec/10/2021. Expiration date: dec/09/2026.

Event description:
It was reported that during the surgery, opened the packing, noted the device was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.